Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using three proglide devices after a percutaneous coronary interventional procedure using a 7f sheath. Reportedly, the plunger could not be pushed down. Upon plunger removal in step 3, the suture did not engage that much as it was pushed. The posterior needle which is usually attached to the plunger is not present [cuff miss]. A second and third proglide device were attempted but the same situation happened. A fourth proglide device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
Visual and functional testing was performed on the returned device. The reported mechanical jam plunger and needle to cuff miss not be confirmed as not all components were returned. However, a proxy plunger was inserted into the device. The lever was opened, and the proxy plunger was deployed with no resistance noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and return device analysis, a definitive cause for the reported mechanical jam plunger and needle to cuff muss could not be determined. Factors that may contribute to a mechanical jam (plunger deployment issue), needle to cuff miss include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.